Event description:
It was reported that intermittent far-field p wave oversensing was noted on the ventricular electrogram during a clinic visit. The patient had an epicardial system with integrated bipolar sensing. Per the physician, right ventricular sensitivity was reprogrammed from 0.3 mv to 0.45 mv. The patient will be closely monitored for potential undersensing as a result. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); 4968-25 implantable pacing lead implanted 2013 (B)(6); 6937a-35 implantable tachy lead implanted 2013 (B)(6). (B)(4).